Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-01039, reference MFR report: 1627487-2019-01040. It was reported that the patient was experiencing ineffective stimulation. In turn, the patient had their scs system explanted.